Event description:
It was reported that the remote monitoring transmission for the device shows sensing but the magnet electrogram did not appear to be pacing at the magnet rate. The remote monitoring transmission was going to be repeated. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).